Event description:
It was reported that one device was used during an unknown procedure. It was reported by the affiliate that the ems staples delivered across and would not close. Another instrument was used to complete the case. There was no consequence to the pt.